Event description:
A (B)(6) female patient's download revealed cap voltage and discharge profile faults. Zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (capacitor voltage, discharge profile faults) was confirmed. Upon investigation intermittent connections were found on quad micropower op amp u901. The causes for the intermittent connections were poor solder joints at pins 12, 9, 7 and 5 on u901. The root cause for the poor solder joints could not be positively identified but was likely a manufacturing error. No adverse event resulted from the defective u901 component. The patient was fitted with a replacement monitor.